Manufacturer narrative:
Other relevant device(s) are: product ID 3057, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence it was reported that the patient device was not working properly. It was not communicating/unable to connect and the only options the patient received after restarting were to end session or turn off therapy. Patient also reported that the bandage caused the lead to moved and shred everything up and there were not even in. There was not symptoms reported and no further complications were noted or anticipated.